Manufacturer narrative:
Catalogue # 03821635 xia lp polyaxial screw 6.5 x 35mm and 03821640 xia lp polyaxial screw 6.5 x 40mm were referenced, it is unknown which, if any, of the devices may have caused or contributed to the event.

Event description:
First surgery took place in 2007. Screws were placed, but patient was staged till twenty-five days earlier, for rod placement. Rods and set screws were placed prior to that day from levels t3-l5. On tuesday, the patient was back in surgery, because a set screw had popped off a screw on the right side at l5. Dr. Opened the patient up and found multiple set screws that were loose with set screws popping off the screws at the right l5 & left t3 & t4.